Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that there was an emergency room visit due to high blood glucose levels. Customer's blood glucose levels at the time of emergency room visit was 475 mg/dl. Customer treated by changing the site and bolusing. Customer declined to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not expected to return

Manufacturer narrative:
Device passed displacement test. Basic occlusion test. Pump failed seating test due to faulty force sensor resistor (gold). Unable to perform occlusion test, excessive no delivery test.